Event description:
Following is the report by rn of advanced tissue sciences, inc., as entered on case report form for study tc-04-01-0200 as retrieved at monitoring visit. Pt (protocol #tc-04-01-0200) was enrolled in the study in 2000. Pt underwent a full face laser resurfacing on that day. Two cassettes of transcyte were applied to pt's resurfaced face. Pt is caucasion. Pt was seen by, ccrc and m.d. In 2000 for a day 14 followup visit for the study referenced above. On that day only 10% of the transcyte was remaining on the pt's face. However, dr noted concern about areas that were not reepithelializing and requested that a bacterial culture be performed. Two days later, dr noted "significant areas not reepithealized and crusting" and "firm erythematous papules" over the jawline and lower cheek. Dr also noted that there were some areas that were previously healed that "have now become open." Culture results revealed many coagulase negative staphylococcus and few serratia marcescens. The pt was given oral antibiotics. On day 28, in 2000, dr noted at this time "erosion on left medial check" with "remainder of face appears wnl and healing well." The study case report form is marked and signed to reflect that in the investigator's opinion transcyte did not cause or contribute to this event. Per case report form, pt's infection was resolved in 2000.